Event description:
The customer reported to philips healthcare that the screen of the heartstart xl+ is black. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.